Event description:
It was reported that faradrive steerable sheath clear was selected for use during a pulmonary vein isolation use. It was reported that the dilator was broken. The procedure was completed with another same device. No patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.